Event description:
It was reported that this implantable pacemaker entered in safety mode. The device was scheduled for explant in the near future. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was still in the seal box. Review of the memory noted a data issue which put the device inappropriately into safety mode. The address of the data was identified and the device was reprogrammed in order to correct this data issue. After this the device passed all tests and was confirmed to be in primary operation. Laboratory analysis did not identify the cause for the memory corruption.

Event description:
It was reported that this implantable pacemaker entered in safety mode. The device was scheduled for explant in the near future. This device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.